Event description:
It was reported that the bd catheter was defective/deformed. The following information was provided by the initial reporter translated from spanish to english: "I was channeling the patient and the guide of the branula breaked the fixer plastic".

Manufacturer narrative:
Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.